Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an nasal/throat irritation or soreness, sparked when plugged in, particles in tubing/chamber related to a ventilator's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging nasal/throat irritation or soreness, sparked when plugged in, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer did not speak anything and hung up the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Corrected information was provided in section e1, h7 and h9. Section h6 was corrected and updated in this report.